Manufacturer narrative:
The pod was not returned for eval - we are unable to confirm any device malfunction that may have caused or contributed to the customer's high bg levels. In addition, we are unable to confirm whether the reported cannula kink had contributed to sufficient insulin delivery. Based on the bg history provided by the customer, however, it can be assumed that the cannula kink was a potential contributing factor. The customer had delivered multiple correction boluses within a two hr time frame; it is expected that his bg levels would have lowered in response. In fact, his levels continued to increase despite the correction boluses. In addition, the pod had not initiated an occlusion alarm in response to the cannula kink. If insulin flow to the user was obstructed by the kink, the pod should have initiated an occlusion alarm. Although it cannot be confirmed through a device eval, a failure of the pod is assumed to have been a contributing factor to the customer's high bg levels based on the info provided in the report. Lot qualification test results for this pod lot (l30454) revealed one failure that resulted in an occlusion alarm. The root cause of the alarm was unrelated to the cannula.

Event description:
The report indicated that the customer's bg levels had increased consistently after the pod was activated. Numerous correction boluses had been administered over a two hr period, but were ineffective at lowering his levels. High bg levels (252-273mg/dl) had resulted and the pod was deactivated: a manual insulin injection was then administered. When he removed the pod, he noticed that the cannula was kinked, though the pod did not initiate an alarm. The pod will be returned for eval.